Manufacturer narrative:
The user facility uses the mh-946 for manual cleaning of the subject device. The user facility uses non-olympus automatic endoscope reprocessor (aer). The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the nozzle of the subject device was clogged. The device is an olympus loaner. Reportedly, the device was inspected prior to use and no anomaly was observed in the water supply status of the nozzle. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with black rubber-like foreign material. This report is being submitted for the foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with black rubber-like foreign matter, but it was not possible to identify what the foreign matter was. There was no scraping on the attachment part of the injection tube (mh-946). The nozzle was not deformed or damaged and there were no obvious deviations in the procedure. The air and water supply functions were checked before the case and a mh-946 was used for manual cleaning. Olympus will continue to monitor field performance for this device.